Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height cubie drawer had failed, and the storage space could not be recovered, displaying a ¿requires maintenance¿ message. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the bus cable was loose and had disengaged easily when lightly pulled. A field service engineer (fse) reseated the cable. The system functioned as intended after field service engineer repaired the device.